Manufacturer narrative:
E1. Initial address: (B)(6). H6. Investigation summary : this statement is to summarize the investigation of a complaint involving synapsys. It was reported that the synapsys was not communicating with bactec. No other issues were reported. Bd investigated the issue. Synapsys only had a partial accession number. The accession number in synapsys did not match what was in the fx. This was corrected by associating the correction accession number. The messages were backed up in synapsys. The synapsys backlogged payloads were processed. The site had problems over the weekend. The data processor was restarted, and stuck messages were transferred. The issue is resolved. This is a confirmed failure with a bd product. Review found complaints of this type were below statistical control for the month of november. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd synapsys¿ an unspecified number of partial accessions were associated to the sequence numbers, despite the full accession number presented in the instrument. No patient impact reported.